Manufacturer narrative:
A scanning electron microscope (sem) was performed on (B)(6)2018 and showed evidence of mechanical damage, stress marks, scratches on the ring. No sharp edges were observed. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A fourier transform infra red analysis (ftir) and thermogravimetric analysis (tga) was performed on (B)(6)2018. Overall, the analytical results obtained as part of this investigation report, it can be concluded that the polymer resin on the complaint unit was subject to a deterioration process presumably an oxidation. Oxidation process are likely caused by an external agent such as sunlight, humidity, temperature, among others. However, the exact mechanism of oxidation remains unknown. In addition, a second visual inspection was performed by the biosense webster product analysis lab on december 17, 2018. The complaint catheter was found as stated in the first visual inspection. However, originally it was stated that the transitional area appeared to have clear material protruding from a kinked section and discoloration of the clear pebax. During the second visual inspection, there was no protruding material in the kinked section. It was stated it could be related to ¿missing¿ polyurethane (pu) at the proximal side of the electrode. However, it can not be determined since there is no longer "protruding material" visible in the area. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the catheter could not deflect to specification. The catheter was replaced to complete the procedure. There was no patient injury reported. The device was inspected and a bent pin was observed. Also ring 3 was found dented, a kink in the peek housing was observed and the pebax was found with a discoloration. Also, clear material was found protruding from the kinked section. However, during the second visual inspection the material was not observed. This material is polyurethane (pu), part of the device that covers the electrode edge. It was observed that now this pu was missing at the proximal side of the electrode. Then, a deflection test was performed and it was found within specifications. The catheter was deflecting correctly. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks, scratches on the ring. No sharp edges were observed. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the polymer resin on complaint unit was subject to a deterioration process presumably an oxidation. Oxidation process are likely caused by an external agent such as sunlight, humidity, temperature and among others. However, the exact mechanism of oxidation remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage observed on the tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device, in addition, the discoloration of the pebax could be related to the procedure. However, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30037194m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the catheter could not deflect to specification. The catheter was replaced to complete the procedure. There was no patient injury reported. Since the catheter was unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the catheter for evaluation. It was discovered on november 15, 2018 that there was a bent pin, ring 3 was dented and a kink on transitional area below ring 3, transitional area appears to have clear material protruding from kinked section and discoloration of the clear pebax. The bent pin, ring 3 dented and kink on transitional area below ring 3 and discoloration of the clear pebax have been assessed as not reportable issues. The clear material protruding from the kinked area has been assessed as a reportable issue. The awareness date of this lab finding is november 15, 2018.